Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. It was reported by customer that "another j-loop that would not flush" could not be verified due to the product not being returned for failure investigation. A device history record review for model mp5303-c and lot number 22109025 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that an unspecified number of bd maxplus¿ pressure rated extension sets with removable needleless connector were blocked during the flush. The following information was provided by the initial reporter: "we found another j-loop that would not flush. I do not have any specific dates in which the issue occurred because defective product was noted over several days/weeks. There was no patient harm or adverse event as a result of the defective product."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd maxplus¿ pressure rated extension sets with removable needleless connector were blocked during the flush. The following information was provided by the initial reporter: "we found another j-loop that would not flush... I do not have any specific dates in which the issue occurred because defective product was noted over several days/weeks... There was no patient harm or adverse event as a result of the defective product."